Event description:
It was reported that the user experienced an infusion supply issue during a cartridge and infusion set change with a steel 6 mm contact/detach set, where insulin did not pass through the connector during tubing fill until the connector adaptor was replaced, after which drops were observed and therapy was resumed. Symptoms included interruption of insulin delivery. Outcomes included restoration of insulin delivery following replacement of the connector adaptor and completion of the set change, including cannula fill. Investigation included guided troubleshooting and education through the full supply change sequence. Investigation of this case revealed a connector/adapter flow obstruction consistent with a supply-related malfunction, which resolved with replacement of the connector adaptor associated with the reported lot. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector adaptor.